Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised plastic hubs are cracked so assuming both axle bolts are bent.